Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed hardware and unable to receive controlled order. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that hardware failed and unable to receive controlled order. A field service engineer found bin 1.2 on pyxis es refrigerator illuminated blue but failed to open; after manual opening bins recovered, replaced interface and relay access controller (irac) board ensuring dial position matched old board, rebooted, verified operability via hardware test application (hta), completed test, and confirmed escort access to refrigerator. The system functioned as intended after the field service engineer repaired the device.